Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Technical services advised some testing options to try and reproduce the noise. There were no adverse patient effects. Later, the system was explanted. There were no additional adverse patient effects.